Event description:
Reporter alleged blood glucose measured 89 mg/dl at 2:30 pm and customer drank orange juice however reportedly customer fell down at 3:30 pm. It was reported a relative measured customer's glucose at 36 mg/dl and ambulance was called. Reporter stated 15 minutes later the ambulance measured customer's glucose with a result of 36 mg/dl and given some orange juice before being transported to the hospital and admitted. Controls were reportedly used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.